Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter with an rfg2 for treatment of the patient¿s great saphenous vein (gsv). IFU was followed. A guidewire was not used for insertion of the catheter. A temperature issue is reported. The temperature of the catheter did not reach 120 degrees, and no closure effect was produced. Treatment was delivered to the vessel with this device prior to failure. The physician opted to switch to traditional high ligation-great saphenous vein stripping to complete the procedure. The generator has been successfully use since this event. No further patient injury reported.

Manufacturer narrative:
Additional information: there was no treatment delivered to the patient with this device prior to failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the closurefast catheter was received for evaluation loosely packed inside a zip-lock type biohazard pouch. No ancillary devices or images from the procedure were received. The device was removed from the packaging and visually inspected. No anomalies or damages were found on the catheter shaft. The device tag indicated that the device lot was 192170221, consistent with the reported device. Microscopic inspection revealed no anomalies with the connector pins, all were straight and attached. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional test; the catheter was tested according to specification. The device passed the e+/ e- test. The device passed the test tc+/ tc-. The device passed the resistor 1 and resistor 2 tests with the values obtained within the acceptance criterion. The catheter was connected and recognized by the rfg2 lab generator when plugged in. The expected low temperature advisory was displayed when activated. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. The catheter was run for a total of 3 additional cycles and passed all functional testing on the rfg2 generator. During each cycle time, the unit was subject to several additional tests such as movement in the power cable, pc board and strain relief to evaluate or discard the possibility of ¿intermittent catheter¿ as a potential cause of the defect reported by the customer; nevertheless, the catheter could complete and pass every test it was put through. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.